Event description:
It was reported that the patient presented in the ER after receiving a patient notification. Upon interrogation, it was noted that the device was in backup vvi mode with no tachy therapies available. Device was explanted and replaced.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. A por occured as the ICD was delivering a high voltage shock. An arc was found on the can. Further evaluation to the arc marks indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.